Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure dislocated (close to perforating her internal organs)') and device breakage ('essure fragmentation') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5, multigravida and condom. Previously administered products included for an unreported indication: hormonal contraceptive and oral contraceptives nos. Concomitant products included ethinylestradiol;levonorgestrel (ciclo 21) since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced procedural pain ("lower abdomen pain (like cramps)"), lasting 1 week. On (B)(6) 2013, the patient experienced the first episode of abdominal pain lower ("stitches in the lower abdomen (unrelated to menstruation)"). On (B)(6) 2017, the patient experienced dyspareunia ("intense pain during the sexual intercourse"), stress urinary incontinence ("loss of urine on exertion"), micturition urgency ("micturition urgency"), urinary retention ("incomplete emptying of the bladder") and hypotonia ("vaginal flaccidity"). In 2017, the patient experienced heavy menstrual bleeding ("increase of menstrual flow, with clots"), the second episode of abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("intense pain during menses"), migraine with aura ("cephalea with aura"), nausea ("nausea"), polymenorrhoea ("menstrual frequency increased"), peripheral swelling ("lower limbs swollen"), abdominal distension ("abdominal swelling"), vaginal discharge ("vaginal secretion with odor"), vulvovaginal pruritus ("vaginal pruritus"), urinary tract infection ("repeated urinary tract infection"), diarrhoea ("intense and sporadic diarrhea associated with the menstrual cycle") and anxiety disorder ("anxiety disorder"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and device breakage (seriousness criterion medically significant). The patient was treated with analgesics, antiinflammatory agents and oxybutynin hydrochloride (retemic). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, heavy menstrual bleeding, the last episode of abdominal pain lower, dysmenorrhoea, dyspareunia, migraine with aura, nausea, polymenorrhoea, peripheral swelling, abdominal distension, vaginal discharge, vulvovaginal pruritus, urinary tract infection, diarrhoea and anxiety disorder had not resolved, the procedural pain had resolved and the stress urinary incontinence, micturition urgency, urinary retention and hypotonia outcome was unknown. The reporter provided no causality assessment for hypotonia, micturition urgency, stress urinary incontinence, urinary retention and the first episode of abdominal pain lower with essure. The reporter considered abdominal distension, anxiety disorder, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, migraine with aura, nausea, peripheral swelling, polymenorrhoea, procedural pain, urinary tract infection, vaginal discharge, vulvovaginal pruritus and the second episode of abdominal pain lower to be related to essure. The reporter commented: after the insertion of essure, the consumer had lower abdominal cramps and was medicated with analgesics and anti-inflammatory nos. She improved after a 1 week. In 2017, in addition to lower abdominal pain, she also started experiencing pain during the menstrual cycle and sexual intercourse. Because of this, she went to the hospital a few times (outpatient) and received anti-inflammatory and analgesic drugs, with partial improvement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Blood test - on (B)(6) 2012: hematocrit 45% - reference value: 37 - 44%; vdrl: non-reactive; on (B)(6) 2014: without abnormalities. Physical examination - on (B)(6) 2017: loss of urine to exam: no vaginal touch: no changes. Pregnancy test - on (B)(6) 2012: negative. Smear cervix - on (B)(6) 2012: squamous and glandular epithelium, leukocyte exudate, moderate cell desquamation, identified cells: endocervical, intermediate and superficial, cell morphology: inflammatory cytomorphological changes, microbiology: lactobacilli.. Urine analysis - on (B)(6) 2012: hb +; leukocytes: 25 per field - reference value: until 5 per field; red cells: 5 per field - reference value: until 5 per field; on (B)(6) 2014: hb +; leukocytes: 10 per field - reference value: until 5 per field. X-ray - on an unknown date: essure dislocated, imminent risk of perforation of internal organs; device fragmented; on (B)(6) 2013: devices in the pelvis in topography of the tubes. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-may-2021: new adverse events added: exertion urinary incontinence, micturition urgency, incomplete bladder emptying, flaccidity muscle, stitches in the lower abdomen (unrelated to menstruation). Medical history, treatment and concomitant drugs and lab datas were also reported. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure dislocated (close to perforating her internal organs)') and device breakage ('essure fragmentation') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5, multigravida and condom. Previously administered products included for an unreported indication: hormonal contraceptive and oral contraceptives nos. Concomitant products included ethinylestradiol;levonorgestrel (ciclo 21) since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced procedural pain ("lower abdomen pain (like cramps)"), lasting 1 week. On (B)(6) 2013, the patient experienced the first episode of abdominal pain lower ("stitches in the lower abdomen (unrelated to menstruation)"). On (B)(6) 2017, the patient experienced dyspareunia ("intense pain during the sexual intercourse"), stress urinary incontinence ("loss of urine on exertion"), micturition urgency ("micturition urgency"), urinary retention ("incomplete emptying of the bladder") and hypotonia ("vaginal flaccidity"). In 2017, the patient experienced heavy menstrual bleeding ("increase of menstrual flow, with clots"), the second episode of abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("intense pain during menses"), migraine with aura ("cephalea with aura"), nausea ("nausea"), polymenorrhoea ("menstrual frequency increased"), peripheral swelling ("lower limbs swollen"), abdominal distension ("abdominal swelling"), vaginal discharge ("vaginal secretion with odor"), vulvovaginal pruritus ("vaginal pruritus"), urinary tract infection ("repeated urinary tract infection"), diarrhoea ("intense and sporadic diarrhea associated with the menstrual cycle") and anxiety disorder ("anxiety disorder"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and device breakage (seriousness criterion medically significant). The patient was treated with analgesics, antiinflammatory agents and oxybutynin hydrochloride (retemic). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, heavy menstrual bleeding, the last episode of abdominal pain lower, dysmenorrhoea, dyspareunia, migraine with aura, nausea, polymenorrhoea, peripheral swelling, abdominal distension, vaginal discharge, vulvovaginal pruritus, urinary tract infection, diarrhoea and anxiety disorder had not resolved, the procedural pain had resolved and the stress urinary incontinence, micturition urgency, urinary retention and hypotonia outcome was unknown. The reporter provided no causality assessment for hypotonia, micturition urgency, stress urinary incontinence, urinary retention and the first episode of abdominal pain lower with essure. The reporter considered abdominal distension, anxiety disorder, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, migraine with aura, nausea, peripheral swelling, polymenorrhoea, procedural pain, urinary tract infection, vaginal discharge, vulvovaginal pruritus and the second episode of abdominal pain lower to be related to essure. The reporter commented: after the insertion of essure, the consumer had lower abdominal cramps and was medicated with analgesics and anti-inflammatory nos. She improved after a 1 week. In 2017, in addition to lower abdominal pain, she also started experiencing pain during the menstrual cycle and sexual intercourse. Because of this, she went to the hospital a few times (outpatient) and received anti-inflammatory and analgesic drugs, with partial improvement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Blood test - on (B)(6) 2012: hematocrit 45% - reference value: 37 - 44%; vdrl: non-reactive; on (B)(6) 2014: without abnormalities. Physical examination - on (B)(6) 2017: loss of urine to exam: no vaginal touch: no changes. Pregnancy test - on (B)(6) 2012: negative. Smear cervix - on (B)(6) 2012: squamous and glandular epithelium, leukocyte exudate, moderate cell desquamation, identified cells: endocervical, intermediate and superficial, cell morphology: inflammatory cytomorphological changes, microbiology: lactobacilli.. Urine analysis - on (B)(6) 2012: hb +; leukocytes: 25 per field - reference value: until 5 per field; red cells: 5 per field - reference value: until 5 per field; on (B)(6) 2014: hb +; leukocytes: 10 per field - reference value: until 5 per field. X-ray - on an unknown date: essure dislocated, imminent risk of perforation of internal organs; device fragmented; on (B)(6) 2013: devices in the pelvis in topography of the tubes. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure dislocated (close to perforating her internal organs)') and device breakage ('essure fragmentation') in a 36-year-old female patient who had essure (batch no. 664664) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5, multigravida and condom. Previously administered products included for an unreported indication: hormonal contraceptive and oral contraceptives nos. Concomitant products included ethinylestradiol;levonorgestrel (ciclo 21) since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced procedural pain ("lower abdomen pain (like cramps)"), lasting 1 week. On (B)(6) 2013, the patient experienced the first episode of abdominal pain lower ("stitches in the lower abdomen (unrelated to menstruation)"). On (B)(6) 2017, the patient experienced dyspareunia ("intense pain during the sexual intercourse"), stress urinary incontinence ("loss of urine on exertion"), micturition urgency ("micturition urgency"), urinary retention ("incomplete emptying of the bladder") and hypotonia ("vaginal flaccidity"). In 2017, the patient experienced heavy menstrual bleeding ("increase of menstrual flow, with clots"), the second episode of abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("intense pain during menses"), migraine with aura ("cephalea with aura"), nausea ("nausea"), polymenorrhoea ("menstrual frequency increased"), peripheral swelling ("lower limbs swollen"), abdominal distension ("abdominal swelling"), vaginal discharge ("vaginal secretion with odor"), vulvovaginal pruritus ("vaginal pruritus"), urinary tract infection ("repeated urinary tract infection"), diarrhoea ("intense and sporadic diarrhea associated with the menstrual cycle") and anxiety disorder ("anxiety disorder"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and device breakage (seriousness criterion medically significant). The patient was treated with analgesics, antiinflammatory agents and oxybutynin hydrochloride (retemic). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, heavy menstrual bleeding, the last episode of abdominal pain lower, dysmenorrhoea, dyspareunia, migraine with aura, nausea, polymenorrhoea, peripheral swelling, abdominal distension, vaginal discharge, vulvovaginal pruritus, urinary tract infection, diarrhoea and anxiety disorder had not resolved, the procedural pain had resolved and the stress urinary incontinence, micturition urgency, urinary retention and hypotonia outcome was unknown. The reporter provided no causality assessment for hypotonia, micturition urgency, stress urinary incontinence, urinary retention and the first episode of abdominal pain lower with essure. The reporter considered abdominal distension, anxiety disorder, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, migraine with aura, nausea, peripheral swelling, polymenorrhoea, procedural pain, urinary tract infection, vaginal discharge, vulvovaginal pruritus and the second episode of abdominal pain lower to be related to essure. The reporter commented: after the insertion of essure, the consumer had lower abdominal cramps and was medicated with analgesics and anti-inflammatory nos. She improved after a 1 week. In 2017, in addition to lower abdominal pain, she also started experiencing pain during the menstrual cycle and sexual intercourse. Because of this, she went to the hospital a few times (outpatient) and received anti-inflammatory and analgesic drugs, with partial improvement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Blood test - on (B)(6) 2012: hematocrit 45% - reference value: 37 - 44%; vdrl: non-reactive; on (B)(6) 2014: without abnormalities. Physical examination - on (B)(6) 2017: loss of urine to exam: no vaginal touch: no changes. Pregnancy test - on (B)(6) 2012: negative. Red blood cell analysis - on (B)(6) 2012: unremarkable; on (B)(6) 2014: unremarkable. Smear cervix - on (B)(6) 2012: squamous and glandular epithelium, leukocyte exudate, moderate cell desquamation, identified cells: endocervical, intermediate and superficial, cell morphology: inflammatory cytomorphological changes, microbiology: lactobacilli.. Urine analysis - on (B)(6) 2012: hb +; leukocytes: 25 per field - reference value: until 5 per field; red cells: 5 per field - reference value: until 5 per field; on (B)(6) 2014: hb +; leukocytes: 10 per field - reference value: until 5 per field; on (B)(6) 2014: protein +; hb +; leukocytes: 10 per field - reference value: until 5 per field. White blood cell analysis - on (B)(6) 2012: unremarkable; on (B)(6) 2014: unremarkable. X-ray - on an unknown date: essure dislocated, imminent risk of perforation of internal organs; device fragmented; on (B)(6) 2013: devices in the pelvis in topography of the tubes. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-jul-2021: the follow information were updated lab data and essure lot number. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure dislocated (close to perforating her internal organs)') and device breakage ('essure fragmentation') in a 36-year-old female patient who had essure (batch no. 664664) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5, multigravida and condom. Previously administered products included for an unreported indication: hormonal contraceptive and oral contraceptives nos. Concomitant products included ethinylestradiol;levonorgestrel (ciclo 21) since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced procedural pain ("lower abdomen pain (like cramps)"), lasting 1 week. On (B)(6) 2013, the patient experienced the first episode of abdominal pain lower ("stitches in the lower abdomen (unrelated to menstruation)"). On (B)(6) 2017, the patient experienced dyspareunia ("intense pain during the sexual intercourse"), stress urinary incontinence ("loss of urine on exertion"), micturition urgency ("micturition urgency"), urinary retention ("incomplete emptying of the bladder") and hypotonia ("vaginal flaccidity"). In 2017, the patient experienced heavy menstrual bleeding ("increase of menstrual flow, with clots"), the second episode of abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("intense pain during menses"), migraine with aura ("cephalea with aura"), nausea ("nausea"), polymenorrhoea ("menstrual frequency increased"), peripheral swelling ("lower limbs swollen"), abdominal distension ("abdominal swelling"), vaginal discharge ("vaginal secretion with odor"), vulvovaginal pruritus ("vaginal pruritus"), urinary tract infection ("repeated urinary tract infection"), diarrhoea ("intense and sporadic diarrhea associated with the menstrual cycle") and anxiety disorder ("anxiety disorder"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and device breakage (seriousness criterion medically significant). The patient was treated with analgesics, antiinflammatory agents and oxybutynin hydrochloride (retemic). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, heavy menstrual bleeding, the last episode of abdominal pain lower, dysmenorrhoea, dyspareunia, migraine with aura, nausea, polymenorrhoea, peripheral swelling, abdominal distension, vaginal discharge, vulvovaginal pruritus, urinary tract infection, diarrhoea and anxiety disorder had not resolved, the procedural pain had resolved and the stress urinary incontinence, micturition urgency, urinary retention and hypotonia outcome was unknown. The reporter provided no causality assessment for hypotonia, micturition urgency, stress urinary incontinence, urinary retention and the first episode of abdominal pain lower with essure. The reporter considered abdominal distension, anxiety disorder, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, migraine with aura, nausea, peripheral swelling, polymenorrhoea, procedural pain, urinary tract infection, vaginal discharge, vulvovaginal pruritus and the second episode of abdominal pain lower to be related to essure. The reporter commented: after the insertion of essure, the consumer had lower abdominal cramps and was medicated with analgesics and anti-inflammatory nos. She improved after a 1 week. In 2017, in addition to lower abdominal pain, she also started experiencing pain during the menstrual cycle and sexual intercourse. Because of this, she went to the hospital a few times (outpatient) and received anti-inflammatory and analgesic drugs, with partial improvement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Blood test - on (B)(6) 2012: hematocrit 45% - reference value: 37 - 44%; vdrl: non-reactive; on (B)(6) 2014: without abnormalities. Physical examination - on (B)(6) 2017: loss of urine to exam: no vaginal touch: no changes. Pregnancy test - on (B)(6) 2012: negative. Red blood cell analysis - on (B)(6) 2012: unremarkable; on (B)(6) 2014: unremarkable. Smear cervix - on (B)(6) 2012: squamous and glandular epithelium, leukocyte exudate, moderate cell desquamation, identified cells: endocervical, intermediate and superficial, cell morphology: inflammatory cytomorphological changes, microbiology: lactobacilli.. Urine analysis - on (B)(6) 2012: hb +; leukocytes: 25 per field - reference value: until 5 per field; red cells: 5 per field - reference value: until 5 per field; on (B)(6) 2014: hb +; leukocytes: 10 per field - reference value: until 5 per field; on (B)(6) 2014: protein +; hb +; leukocytes: 10 per field - reference value: until 5 per field. White blood cell analysis - on (B)(6) 2012: unremarkable; on (B)(6) 2014: unremarkable. X-ray - on an unknown date: essure dislocated, imminent risk of perforation of internal organs; device fragmented; on (B)(6) 2013: devices in the pelvis in topography of the tubes. Lot number:664664 manufacturing date:2009 expiration date:2012. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure dislocated (close to perforating her internal organs)') and device breakage ('essure fragmentation') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5 and multigravida. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced procedural pain ("lower abdomen pain (like cramps)"), lasting 1 week. In 2017, the patient experienced menorrhagia ("increase of menstrual flow, with clots"), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("intense pain during menses"), dyspareunia ("intense pain during the sexual intercourse"), migraine with aura ("cephalea with aura"), nausea ("nausea"), polymenorrhoea ("menstrual frequency increased"), peripheral swelling ("lower limbs swollen"), abdominal distension ("abdominal swelling"), vaginal discharge ("vaginal secretion with odor"), vulvovaginal pruritus ("vaginal pruritus"), urinary tract infection ("repeated urinary tract infection"), diarrhoea ("intense and sporadic diarrhea associated with the menstrual cycle") and anxiety disorder ("anxiety disorder"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and device breakage (seriousness criterion medically significant). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, menorrhagia, abdominal pain lower, dysmenorrhoea, dyspareunia, migraine with aura, nausea, polymenorrhoea, peripheral swelling, abdominal distension, vaginal discharge, vulvovaginal pruritus, urinary tract infection, diarrhoea and anxiety disorder had not resolved and the procedural pain had resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety disorder, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, menorrhagia, migraine with aura, nausea, peripheral swelling, polymenorrhoea, procedural pain, urinary tract infection, vaginal discharge and vulvovaginal pruritus to be related to essure. The reporter commented: after the insertion of essure, the consumer had lower abdominal cramps and was medicated with analgesics and anti-inflammatory nos. She improved after a 1 week. In 2017, in addition to lower abdominal pain, she also started experiencing pain during the menstrual cycle and sexual intercourse. Because of this, she went to the hospital a few times (outpatient) and received anti-inflammatory and analgesic drugs, with partial improvement. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure dislocated, imminent risk of perforation of internal organs; device fragmented. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure dislocated (close to perforating her internal organs)') and device breakage ('essure fragmentation') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5 and multigravida. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced procedural pain ("lower abdomen pain (like cramps)"), lasting 1 week. In 2017, the patient experienced menorrhagia ("increase of menstrual flow, with clots"), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("intense pain during menses"), dyspareunia ("intense pain during the sexual intercourse"), migraine with aura ("cephalea with aura"), nausea ("nausea"), polymenorrhoea ("menstrual frequency increased"), peripheral swelling ("lower limbs swollen"), abdominal distension ("abdominal swelling"), vaginal discharge ("vaginal secretion with odor"), vulvovaginal pruritus ("vaginal pruritus"), urinary tract infection ("repeated urinary tract infection"), diarrhoea ("intense and sporadic diarrhea associated with the menstrual cycle") and anxiety disorder ("anxiety disorder"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and device breakage (seriousness criterion medically significant). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, menorrhagia, abdominal pain lower, dysmenorrhoea, dyspareunia, migraine with aura, nausea, polymenorrhoea, peripheral swelling, abdominal distension, vaginal discharge, vulvovaginal pruritus, urinary tract infection, diarrhoea and anxiety disorder had not resolved and the procedural pain had resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety disorder, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, menorrhagia, migraine with aura, nausea, peripheral swelling, polymenorrhoea, procedural pain, urinary tract infection, vaginal discharge and vulvovaginal pruritus to be related to essure. The reporter commented: after the insertion of essure, the consumer had lower abdominal cramps and was medicated with analgesics and anti-inflammatory nos. She improved after a 1 week. In 2017, in addition to lower abdominal pain, she also started experiencing pain during the menstrual cycle and sexual intercourse. Because of this, she went to the hospital a few times (outpatient) and received anti-inflammatory and analgesic drugs, with partial improvement. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure dislocated, imminent risk of perforation of internal organs; device fragmented. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.